Event description:
It was reported that the ilet bionic pancreas displayed recurring system alerts identified as 69 (algorithm data parity check), 57 (software runtime error), and 59 (state error), after which a device restart was performed per guidance and the alerts cleared; the user was advised to monitor and seek replacement if the alerts recur. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no medical care. Investigation included review of the reported alarms and remote troubleshooting with device restart. Investigation of this case revealed transient software and state faults consistent with system error conditions, with the affected component identified as the device electronics and control software; the restart resolved the condition and no further malfunction was observed. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly not reproduced after restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.